Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Result of investigation: a vyaire field service representative (fsr) went onsite,evaluated the ventilator and found that the power knob was broken and water went inside the pressure transducer . The power knob, pressure transducer and pressure sense coiled tubing were replaced. Passed all tests. Unit is within specifications and ready for use.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the 3100 b ventilator experienced delta p meter is reading 1 and no other numbers, suspect water in pressure transducer. The customer confirmed that there was no patient involvement associated with the reported event. The reported issue was detected during set up.